Manufacturer narrative:
Initial and final MDR (B)(4).- MDR .- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets leakage events on (B)(6) 2026. The leakages were at the site. The infusion sets was in use for less than twenty four hours. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.